Manufacturer narrative:
The actual device was returned to the MFR for physical eval. A visual inspection of the returned cycler exterior showed no sign of any physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. A dc (drain complication encountered) support warning occurred, as expected, when the pt line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. All component tests passed. There was visual evidence of dried fluid encountered within the recess of the bottom cover adjacent to the pump. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the fluid is unk and could not be determined. There was no leak reported by the pt and the dried fluid is not thought to be associated with this event. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The pt sensor calibration check passed. Investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. A f/u will be submitted if medical records are received.

Event description:
A peritoneal dialysis (pd) pt reported that she had developed a peritonitis infection. During f/u, the pt's pd nurse reported that the pt developed touch contamination peritonitis that was diagnosed on (B)(6) 2015. It was confirmed with a pd effluent culture as the pt's effluent grew (B)(6). This event was attributed to a breach in sterile technique. The pt was treated with antibiotics vancomycin and gentamycin and later switched to only vancomycin. She was not hospitalized at any stage and has been clearing the infection. During the infection, the pt reported low ultra-filtration (uf). She did not require any medical intervention for the low uf. Medical records are being requested.